Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The drain was stuck at the stiffening cannula, so customer could not get the cannula out. No patient injury or death reported has been reported and the incident date not known. As per customer complaint form: we have encountered a problem with a 7fr. Dawson-mueller drain. Namely, after the insertion of the drain with the mandril, it was no longer possible to remove the mandrel if trying this drain stripped completely. The helix part is still inside the patient. Patient is aware of this and as long as there are no negative effects there will be no further procedures. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use and specific items that are addressed such as: contraindications, warnings, precautions and instructions for placement, use and maintenance of the device. The visual inspection of the returned device reported that the metal stiffening cannula fully inserted in the catheter. The mac loc hub was in the open position and the suture was intact. We attempted to remove the metal stiffening cannula with minimal force and were not able to remove it. With additional force and twisting of the cannula it released from the catheter. There was blood and bio matter on the surface of the metal cannula. When we reinserted it, the dried material gave a roughened feeling to the re-insertion of the cannula, however, the cannula was able to be inserted and removed multiple times. The catheter and stiffener were confirmed to be manufactured dimensionally to specification. The complaint device was returned and an investigation evaluation was performed. There is no evidence to suggest the product was not made to specification. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The drain was stuck at the stiffening cannula, so customer could not get the cannula out. No patient injury or death reported has been reported and the incident date not known. As per customer complaint form: we have encountered a problem with a 7fr. Dawson-mueller drain. Namely, after the insertion of the drain with the mandril, it was no longer possible to remove the mandrel if trying this drain stripped completely. The helix part is still inside the patient. Patient is aware of this and as long as there are no negative effects there will be no further procedures. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.